Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device start to fire staples and cut line, but could not be completed? The device started to fire staples and cut line, but could not be completed. Was the full length of the staple line deployed, however staples were missing from the line? Were staples deployed into the patient tissue, but there was no cut line? Cut line and staple line were equal. There was excessive force necessary to fire the device. There were no negative consequences for the patient.

Event description:
It was reported that during a resection of small intestine procedure, there was an incomplete staple and cutting line. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.